Event description:
It was reported that this device declared elective replacement indicator (eri) and then 4 days later recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis showed this was a false trigger of the low voltage alert and the battery was depleting normally. A boston scientific technical services consultant stated the device should be replaced regardless of the code 1003 as the device was already at eri. The device was explanted and replaced without further incident. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a complete evaluation of the returned implantable pulse generator (ipg) was performed. Review of the device memory identified three benign alerts and confirmed a low voltage alert; code 1003 was recorded. Engineering analysis determined the low voltage alert appeared to be falsely triggered as normal battery depletion was confirmed through evaluation of the device diagnostic data. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing and recording functions. Normal device function was observed. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that there was no evidence of device defect, malfunction or damage outside the bounds of normal medical use. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device declared elective replacement indicator (eri) and then 4 days later recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis showed this was a false trigger of the low voltage alert and the battery was depleting normally. A boston scientific technical services consultant stated the device should be replaced regardless of the code 1003 as the device was already at eri. The device was explanted and replaced without further incident. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.